Manufacturer narrative:
A bci field service engineer (fse) visited the site on (B)(6) 2011. The fse did not find any burnt or smoke marks in the area of the reported flames. However, a strong odor of burnt electronics was noticeable at the compressor. The fse informed the customer the instrument would be inoperable until further notice.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to small flames observed from power processor. The flames were on the 3000 tube stockyard portion of power processor and were self-extinguished. The fire department was dispatched. The customer removed power from the stockyard. There was no report of injury or property loss.